Event description:
It was reported that the right atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2014. The patient did not have any adverse consequences and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.